Manufacturer narrative:
An application defect in the servicing database was internally identified, which resulted in a voluntary 5-year retrospective review (2019-2024) of database data; this report represents a reportable event identified during the course of this review investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that an ophthalmic system exhibited issues with vitreous cutting. Details of procedure and patient harm was not reported.

Manufacturer narrative:
Corrected information was provided in section d.4. Additional information was provided in sections d.9, h.3 h.6 and h.11. The company representative was able to replicate the reported event. The component valve of the pneumatics module was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. Nonconformance investigation (nci) was opened for potential complaints. The complaint was determined to not be relevant to this investigation. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The root cause of the reported event is attributed to nonconforming component valve of the pneumatics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.